Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred. The motor stall was caused by using a magnet on the head of the programmer while interrogating the pump. The motor stall recovered twenty minutes later.